Event description:
The saskatchewan health authority contacted stryker to report that a hospital reported the quick combo pads burned a patient's chest.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Additional information: the customer declined to return the quik combo electrodes to stryker for evaluation. As such, the reported issue could not be verified or duplicated and a conclusive root cause of the reported issue could not be determined. Customer confirmed a second degree burn with minor first aid to treat burn.

Event description:
The saskatchewan health authority contacted stryker to report that a hospital reported the quick combo pads burned a patient's chest.